Event description:
It was reported that the patient presented with visible cuff and required a catheter exchange.

Manufacturer narrative:
On intact 14f x 32 cm split cath iii was returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. A visual examination of the device confirmed the presence of the cuff at the correct location on the lumen. There is evidence of blood and tissue in-growth. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determine the cause or factors that may have contributed to this event.